Manufacturer narrative:
(B)(6). Visual inspection confirmed the reported complaint. The drill head was found to be broken free from shaft and the shaft and guide wire were dramatically bent. The root cause of the broken drill bit is most likely due to drilling over a bent guide wire. A review of the device history records and quality records associated with this manufactured lot and catalog number confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the drill tip broke off in the femur during use. The guide wire was removed and seemed to be bent. The broken drill tip was removed with a grasper. A back-up device was used to complete the procedure. No patient injury or other complications were reported.